Event description:
It was reported by the patient's attorney that as a result of having the mesh implanted, the patient experienced significant mental and physical pain and suffering, has sustained permanent injury and permanent and substantial deformity, and has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
The device remains implanted. The device history record was reviewed finding nothing that could cause or contribute to the reported event. The instructions for use which accompanies each device states "use of the mesh is contraindicated for patients experiencing any of the following conditions: pregnancy, urinary tract infection, anticoagulant therapy, and/or infection in the operative field". In the precautions section, it states "the mesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed mesh should not be used. The mesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted". (B)(4).